Event description:
It was reported that the patient underwent revision surgery due to metallosis and pseudotumor. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ italy. H3 - item and lot number unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
H3 - item and lot number unknown. No product was returned for visual examination. Review of manufacturing records cannot be performed without product identification. This device is intended for treatment. Most likely root cause for the reported event is inappropriate use/implantation of the product. No further investigation is required as this issue is known and addressed in previous corrective action (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item and lot number unknown.

Event description:
No further event information available at the time of this report.